Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex sheath into the pt's femoral artery. When inserting the iab into the sheath, the iab became 'hung up" where the balloon transitions to the catheter body. The iab and sheath were removed as one unit. The md inserted a datascope iab without incident. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.